Event description:
The reporter indicated that the screen of his (B) (4) handheld device would freeze upon interrogation. The device was returned to the manufacturer where it is currently awaiting analysis.